Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Pending additional information from the respiratory therapy manager.

Event description:
The customer reported they occasionally have to disconnect the oxygen(o2) hose from the unit to get the o2 supply pressure alarm to go away. The customer reported that there was a 20 minutes delay in getting a patient hooked up due to the event. As a result, the patient had an adverse reaction. The customer does not want to provide additional information.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23sep2018. Multiple attempts have been made to try to obtain further information about the event. It is unclear whether there was a patient adverse event or a product malfunction. The customer would not confirm any patient harm or medical intervention at the time of the event occurred. The customer declined to provided any information. According to the customer, the issue with the o2 has been resolved.